Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01150. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician delivered another manufacturer's coil in the aneurysm using another manufacturer's microcatheter. The physician then deployed a ruby coil into the aneurysm; however, it would not properly form in the target vessel and was successfully removed. The physician attempted to advance a new ruby coil through the microcatheter; however, the ruby coil would not advance out of the microcatheter and was also removed. The procedure was successfully completed without further embolization. There was no report of an adverse effect to the patient.